Manufacturer narrative:
Added: h2 (type of follow-up). Updated: g6 (type of report), h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions). The pressure monitoring set involved in this case was received by our product evaluation laboratory. As received, all connections were tight and secure. No visible damage, nor defect was observed from the kit during visual examination. No leakage was observed from the kit during leak test. No luer connections got loose or detached during evaluation. All male and female luers and tubing connectors dimensionally passed iso standards. Finally, no visible damage/defect was observed from the kit. Evaluation results revealed that the reported event of detached tubing could not be confirmed, since no defect was found on the returned device. Additionally, it could be verified that there are current inspection controls in place, such as visual inspection and continuous monitoring sampling in order to prevent this type of malfunction in our manufacturing process. The lot number for this device was not supplied. Therefore, further review of the related manufacturing records could not be performed. No further action is required at this time; complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in a patient with this pressure monitoring set, the pressure tubing became detached. Replacing the device with a new one solved the issue. There was no patient injury reported. The device was available for evaluation; however, it has not been received yet.